Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that the ins had moved out of pocket to a location lower than previously implanted. Patient turned off the stimulation at that time and will keep it off until seen by a physician. Patient will call to make an appointment with the physician. No further patient complications have been reported as a result of this event.